Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested for an evaluation.

Event description:
On 12/4/2023, zyno medical received a report from a distributor that a pump did not pass a flow rate test during preventive maintenance. No patient involved. Requested device to be returned for further evaluation.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous confirmed flow rate complaint on this pump from 2017. The pump was received on 12/27/2023 and tested on 1/3/2023. Equipment: water tank reservoir calibrated IV set cal#: b2-3540; offset:- 2.9%; fx-300 scale s/n: (B)(6); cal date: 3/30/2023. Procedure: 1. Connect tubing into reservoir. 2. Prime tubing by gravity. 4. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump. Pass if the pump flow rate deviation is within +-4.5% accuracy. 5. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. The pump completed test 1 with a flow rate deviation of -1.87%. The reported issue is not confirmed.